Event description:
The dealer alleges when turning the machine on and off, the machine sparks and starts to smoke. No injury is alleged.

Manufacturer narrative:
(B)(4) - retrospective review of this file based on protocol (B)(4) determined that this is an MDR. MDR filed.